Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the pump¿s black box showed evidence of a load step malfunction with several cs163 no cartridge detected warnings. During testing, the piston was unable to recognize the cartridge upon the first load attempt; the load step malfunction was duplicated. The force sensor calibration was not able to read. The pump case was removed and showed moisture corrosion to the force sensor plate and cgm module.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.